Event description:
It was reported by the plaintiff that in 1996 she underwent a laparotomy which was repaired with ethibond sutures. In 1996, she underwent an exploratory laparotomy for the repair of a very large ventral hernia with a marlex mesh. (The mesh is not an ethicon product). The plaintiff alleges that after the second operation she developed an infection within the marlex mesh, resulting from the ethibond sutures used on the first operation, and further resulting in the need for recurrent surgeries.

Event description:
Medical records indicate in 1996 that the pt underwent repair of ventral hernia using marlex mesh and ethibond size 0. On 8/23/1996, pt was re admitted secondary to purulent drainage from wound and wound separation. Incision was healing well. On 12/3/19969 the physician stated that the wound was completely healed except for a one to two cm area below the umbilicus. Wound was dedrided the purulent tissue and excised some marlex mesh along with a suture. Subsequently as abscess formed which included several sutures. Sutures and mesh were removed. In 1997, add'l debridement with removal of ethibond sutures were performed. The pt continued to experience chronic hernias with difficulty in healing and "stitch abscess", recurrent wound infections and possible tolerance to polyester sutures.